Event description:
The reporter stated, the surgeon inserted an aa4203tf toric silicone single piece lens and the surgeon noted, the lens was torn. The lens was cut to remove and another same model lens was implanted. There was no patient injury. The reporter stated, the most likely cause of the event was due to a loading error. The lens was discarded.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Claim # (B)(4). Lens was discarded.